Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. Unit returned in a generic plastic bag, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The catheter was returned with the metal and plastic cannulas, the loop of the device is properly formed and looks in good conditions. However the suture string of the unit was found broken. No other anomalies or damages were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2016. It was reported that pigtail did not formed well. A 10.3x25 expel¿ drainage catheter with twist-loc¿ hub was selected for use. It was noted that the pigtail shape did not formed well when the larger diameter of the loop is removed. The procedure was completed with a different device. No patient complications were reported and the patient's status was good. However, device analysis revealed that the suture string was broken.